Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of four to five pump stops could not be confirmed; however, evaluation of the submitted log files confirmed one pump stop event due to full battery depletion (refer to the system controller investigation). Additional information related to this event was requested but was not provided. Furthermore, a specific cause for the reported event of shortness of breath, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), could not be conclusively established through this evaluation. The controller event log file contained events from 12jul2023 through 27jul2023, per the time stamps. The log file captured low power advisory, low power hazard, and no external power alarms on (B)(6) 2023 associated with the depletion of the patient¿s 14 volt batteries. The system controller backup battery began powering the system during the no external power alarm which began at 00:41 on (B)(6) 2023. The system operated on the system controller backup battery during this time, per design, until the backup battery became fully depleted at 03:03:30, resulting in a pump stop for an undetermined amount of time. The pump regained speed after being reconnected to power and functioned as intended at the set speed for the remaining duration of the file. The controller clock was corrupt after power was restored to the system controller, per design, until it appeared to be resynched to the correct date and time on (B)(6) 2023 at 13:21:33. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number: (B)(6), with no further issues reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2 ¿system operations¿ of the IFU states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 5 of the patient handbook, "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 3 ¿powering the system¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Furthermore, both the IFU and patient handbook warn of events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump stopped 4-5 times beginning (B)(6) 2023 at 3:00 am. The patient was experiencing shortness of breath. Log files revealed controller clock corrupt events and one pump stop. The clock was reset on (B)(6) 2023.

Manufacturer narrative:
Related MFR # 2916596-2023-05913- system controller. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.